Event description:
It was reported that the pt underwent l2-l3 plif using a vertebral body spacer supplemented with posterior fixation. Ten days post op, it was found from x-rays that the device had backed out. A revision surgery was performed approx 2 ? Weeks post op to replace the device.

Manufacturer narrative:
Device was not returned to MFR for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.